Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. When turned back on, the customer's pump history was noted to be inaccurate. The contact re-entered the settings and resumed training prior to contacting tandem technical support. There was no impact to the customer's blood glucose level as the pump was being used with saline. It was confirmed that the customer has manual injections as alternate insulin therapy.